Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned and analyzed. Examination of the returned product revealed a kink with the outer angle of approximately 90 degrees at about 6mm from the distal tip, a kink with the outer angle of approximately 20 degrees at about 5mm from the distal tip, and a link of m-shape at 200mm from the distal tip.

Event description:
It was reported that guidewire fracture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 190cm, straight-tip samurai guidewire was selected for use. However, during preparation, the distal tip was broken. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable.

Event description:
It was reported that guidewire fracture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 190cm, straight-tip samurai guidewire was selected for use. However, during preparation, the distal tip was broken. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable.